Event description:
The lead was later reported to have fractured and exhibited high pacing impedance. The lead was explanted and replaced.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting oversensing, noise and short ventricular intervals resulting in detected episodes and aborted therapy. The lead was turned off and the patient was referred for possible lead revision. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.